Event description:
The reporter stated that they did back to back (rapid succession) blood glucose tests. Pt's results were 77 and 294 mg/dl. Pt stated that they felt very tired. On f/u, the rptr stated that they have neuropathy, heart issues, diabetetic complications and cancer. They has a chemotherapy pt. No hematrocrit was given. The lifescan rep discussed hematocrit ranges with the rptr. No harm was alleged.